Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing while running a set on the pump, an under infusion occurred. The device history record (DHR) review was completed and revealed no findings that could have directly contributed to the current complaint. The reported condition was verified. The cause of the condition was determined to be residue on the pressure plates. The pressure plates require replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted. Received via medwatch report number (B)(4).

Event description:
It was reported that a spectrum pump had midazolam programmed into intravenous (IV) pump at a concentration of 1mg/ml. The IV was started at 2209 at a continuous rate of 8 mg/hour with a 17ml loading dose. There rates were increased at 2315, 0000, and 0111 to reflect new orders from resident. The new concentration of 5 mg/ml was received and programmed at 0245. It was noticed that volume of midazolam did not reflect rates in mar. The IV pump was replaced and new pump was programmed. The rate was adjusted to 8mg/ml at 0259. It was noted that 17ml of midazolam was wasted and determined that 33ml (mg) had been administered. The event happened during delivery. There was no report of patient injury or medical intervention associated with this event. No additional information is available.